Event description:
It was reported that the pt was implanted a plaque ncb pp fem dist, g, 9t l 238mm on the left side (B)(6) 2013. The pt underwent revision surgery due to a breakage of the plate in the proximal part. It was stated that the pt complained having pain in the femur area (no new known trauma). X-rays showed the breakage of the plate at the proximal part, two broken screws were also seen and one of them shifted through the plate. It is also mentioned that during implantation all screws were locked angle-stable.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).